Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional tes) has been confirmed. As received, the belt failed incoming testing, specifically the te recognition test. Upon investigation, the front pulse wire was severed inside the trunk cable. The cause of the test failure is the severed pulse wire. The root cause of the severed pulse wire is excessive force. No adverse event resulted from the severed wire.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt had non-functional therapy electrodes.